Event description:
The customer complained of questionable inr results for 10 patients from coaguchek serial number (B)(4) compared to the laboratory with dade innovin reagent. Of the data provided, there were discrepant inr results for 6 patients. For patient 1 at 09:05 am the result from the meter was 3.1 inr and the result from the laboratory was 2.33 inr. For patient 2 at 09:31 am the result from the meter was 6.3 inr and the result from the laboratory was 4.28 inr. For patient 3 at 10:03 am the result from the meter was 3.8 inr and the result from the laboratory was 2.47 inr. For patient 4 at 10:41 am the result from the meter was 2.5 inr and the result from the laboratory was 1.9 inr. For patient 5 at 1:10 pm the result from the meter was 4.0 inr and the result from the laboratory was 3.0 inr. For patient 6 at 3:21 pm the result from the meter was 3.7 inr and the result from the laboratory was 2.65 inr. There was no allegation of an adverse event. No specific patient information could be provided by the customer. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 272163) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.